Manufacturer narrative:
The investigation for the reported major bleed has been completed. The device nor sufficient clinical details were returned for evaluation. Therefore, the root cause of the major bleed could not be determined.

Event description:
The user facility reported that prior to impella placement, 2 proglides were placed. Post impella removal, perclose failed and angioseal attempted. Manual pressure was held and alternative access obtained first via left femoral artery and then through right pedal. Peripheral balloon inflated across access site until hemostasis achieved.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.